Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that between the dates of march 2018 and march 2020, 105 patients underwent lateral interbody procedures. One patient was reported to have experienced ileus, which allegedly resolved 5 days postoperative. It is unknown if patient underwent a revision procedure or if nuvasive¿ s products were used at the time of the event. Multiple manufactures were referenced in article.